Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) pilot program. The 1 reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1</noe> malfunction event which is associated with the unintentional separation of the device and/or its components from something to which it is connected or attached or a dislodged or dislocated component. Patient information is not confirmed for the event.